Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon replaced a prior expedium 6.0x40mm screw at left l1 pedicle with two 9.0x40mm expedium screw. When the surgeon tried to back out the screw a little bit, the tip of the quick connector driver broke off leaving the tip lodged in the shank of the screw. The surgeon attempted to use a small portion of the prior rod and a used set screw and helicopter the screw out at which point the tulip disengaged from the shank. Replaced screw with 8.0x40mm screw (1797-12-840). Surgeon was satisfied with screw purchase in bone and overall construct.

Manufacturer narrative:
(B)(4). The expedium quick connect single innie polyaxial screwdriver (product code: 2797-12-400, lot number: mi37896) was returned to the complaints handling unit (chu) on (B)(6) 2016. The returned driver¿s tip was broken off. Due to this damage, the driver was submitted for fracture analysis. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. Optical imaging of the fractured surface reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the probable fracture termination site. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tips breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is a quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.